Event description:
Surgeon stated that the ethicon stapler misfired, lacerating the cecum. This was a laparascopic appendectomy which then became an open procedure to repair damage. The patient was admitted.